Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2014-21694. Reference MFR report: 1627487-2014-21696. The patient ((B)(6) ) was implanted with an occipital nerve stimulator for chronic migraines. The patient received two occipital (off-label) leads with the same lot number and two extensions with the same lot number. It was reported the patient experienced ineffective stimulation. Diagnostics indicated high lead impedances. Additionally, the patient had not charged the ipg in approximately a year. As a result, the sjm representative was unable to communicate with the ipg pre-operatively. Subsequently, the patient's scs system was explanted.